Event description:
It was reported to boston scientific corporation on june 20, 2008, that a coaccess needle electrode was used during an rfa procedure performed on nine days prior. According to the complainant, liver ablation of two colorectal metastasis was completed with a leveen 4cm coaccess probe (following the prescribed rf ablation protocol). The first ablation totaled 39 minutes and reached a maximum of 190 watts and the second ablation lasted 22 minutes also reaching a maximum of 190 watts. The patient returned grounding pads (supplied by tyco healthcare) were removed once the procedure was complete. Immediately following the procedure, the skin beneath the grounding pads was visually inspected and appeared to be normal. Approximately, one hr post procedure, a spherical burn approx 2 cm wide, appeared on the patient's left thigh (where the return pad was placed), the skin was blistered and broken (type I burn). It was reported that anti-burn cream was applied and the area was dressed appropriately. Additional information provided by the complainant revealed that cold fluid bags had been placed on top of the patient grounding pads, as a precaution. The patient's condition at the conclusion of the procedure was reported as "stable."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. Refer to MFR report #3005099803-2008-01182 for details regarding the leveen needle electrode device.